Event description:
A customer reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for resetting the pump and assisted during the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump but to contact support if the issue arose again.